Manufacturer narrative:
Device return was requested from the customer for evaluation and investigation. When additional information becomes available, supplemental follow-up will be submitted.

Event description:
Customer reported that the left chamber of his model 55 warmette was overheating. There was no injury. Temperature set was 100f, and temperature measured was 121f. Device return was requested for investigation.